Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a 2nd degree cystocele, a 3rd degree rectocele, and a paravaginal defect. The patient underwent the concurrent procedures of an anterior and posterior colporrhaphy and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence and bleeding. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.